Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that hcp has a significant difference of volume between the tablet and the real volume taken (around 5/4 ml). The patient has overdose symptoms reported as paresthesia in legs and difficulty to breathe when lying on the bed. The hcp reduced the daily dose to avoid overdose and plan to change the pump on (B)(6). It was unknown if the issue was resolved at the time of report. The patient's age, weight, and medical history was asked, but unknown and would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.